Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic right hemicolectomy procedure. Used four reloads that were connected to the adapter. For the first firing for the resection of the ileocecal area, the surgeon closed the jaws and tried to insert the device to the trocar. However, the tip of the jaws were slightly opened and could not insert the device. Then, closed the jaws manually, inserted the device to the trocar, and the firing was successful. For the second to the fourth firings were extracorporeal resection, the jaws were also slightly opened. However, the firings were successful. The status indicators were always illuminated green when the surgeon closed the jaw for the four firings. There was no patient harm. The status of the patient is no problem.